Event description:
It was reported that the patient presented to the emergency room with complaints of dizziness. It was also reported that the right ventricular lead had high thresholds, high impedance, an apparent conductor fracture, and intermittent loss of ventricular capture. The lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.